Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt using the device with a set of pad pro brand electrodes. Upon the clinician's first attempt to administer a shock to the pt, the device displayed a "check pads" and a "poor pad contact" message. The clinicians immediately obtained a second device and continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.